Event description:
It was reported that the patient was experiencing ipg pocket site discomfort and was opting to replace their device with a smaller model. Patient underwent surgical intervention on (B)(6), 2023 wherein the patients ipg was replaced and therapy was restored.

Manufacturer narrative:
Event date is estimated the ipg was explanted and replaced to a smaller ipg due to pocket discomfort. Therapy was restored.the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.